Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the customers printouts. Api samples were not available to attempt reproducing the error. The fse performed pm since instrument was due for maintenance. Fse suspected contamination was causing the samples to run high and decontaminated the instrument. Fse calibrated the instrument with total triiodothyronine (tt3) calibrator since customer did not have any bmg calibrator onsite and ran mac controls which were within acceptable range. The instrument was validated with tt3 and quality control run, and all completed without error and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The st aia-pack bmg analyte application manual states the following: evaluation of results, quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. The most probable cause of the reported event was likely due to biological contamination.

Event description:
A customer reported that they failed 2021 chemistry-core first event american proficiency institute (api) survey for beta-2 microglobulin (bmg) on the aia-900 instrument. The customer stated all samples tm-01 to tm-05 were out of range high. The tosoh qa lab survey passed. The customer performed a decontamination (decon) and recalibrated, but all samples were still out of range high upon repeat of the api. Bmg quality control (qc) were out of range high as well. Customer will send all bmg samples to a reference lab for comparison. There was no indication of patient intervention or adverse health consequences due to the failed survey results.